Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).

Event description:
Information was received indicating that a pump was alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached and reservoir volume was 7 ml. It was reported that the end user has been receiving no disposable alarms over the last few weeks and performs pump troubleshooting to resolve the alarming, support replaced the pump. Per reporter the end user changed the cassette and had no further issues. No adverse patient effects were reported. No additional information is available at this time